Event description:
The technician found the bed had no nurse call function. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This (B)(4).

Manufacturer narrative:
The technician investigated and found the side com board was shorted out. The most likely cause was normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the universal television junction box power control board assembly to resolve the issue. Based on this info, no further action is required.